Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intubation, when the physician blew up the cuff, it popped a hole in it. In result, the patient had to be re-intubated.